Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the product in the b5 statement. Corrected fields: b5. Updated fields: g2, h11.

Event description:
The initial emdr was submitted with the incorrect product description. The correct product is duodenovideoscope.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited wear on adhesive around the light guide lens and objective lens and corrosion around the forceps elevator lever. There was no patient involvement.